Event description:
The event was reported by an unidentified person at the user facility and involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch which the customer reported that the tubing separated and leaked. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a picture sample has been provided. Investigation is not yet complete.

Manufacturer narrative:
A picture was returned showing a primary plum set on top of a plastic bag. The complaint of tubing separation and subsequent leakage cannot be confirmed based on the image returned by the customer. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.